Event description:
It was reported that the device could not be interrogated with the programmer. Several attempts were made and no emi was noted. Premature battery depletion was noted.

Manufacturer narrative:
The reported loss of communication was confirmed and was due to a low battery voltage. A longevity calculation was performed based on all available data and it was determined that the device was within normal longevity. With a replacement battery, no source of high current drain was found during bench and automated electrical testing. The device was found to be beyond end of service, due to normal depletion, resulting in loss of communication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.